Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an occlusion alarm occurred on the ilet during a sensor warm-up, after which insulin delivery was resumed; blood glucose reached 224 mg/dl and remained above 180 mg/dl for an estimated three hours before trending down to 206 mg/dl, and the event was assessed as hyperglycemia with cause unclear. Symptoms included none reported. Outcomes included no need for professional medical intervention and no hospitalization. Investigation included troubleshooting and education regarding occlusion alert handling and confirmation of glucose via glucometer and cgm once available. Investigation of this case revealed no confirmed device malfunction beyond the transient occlusion alarm. It was concluded that hyperglycemia occurred with an unclear cause, and the device functioned after resuming delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.